Event description:
The trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were found in the ventilator's downloaded error log. The device's system pca and blower will be replaced to address the issue.